Event description:
It was reported that a ¿programming error occurred¿ specifically that shelf state was ¿not possible to pass¿ following the device implant procedure. Actions required as a result of the event included reprogramming. No diagnostic testing or troubleshooting was performed as it was not required. It was reported, the product issue resolved. The cause of the issue was not determined. The device remained implanted and in service. No patient symptoms or complications associated with the event occurred. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was further reported a device manufacturer representative could not take a pump from shelf state. It was unclear if it was a programmer problem or a telemetry problem. It was later reported that after attempt ¿25¿ on the report date, the pump was programmed past the first window and was now working.

Manufacturer narrative:
(B)(4).